Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely for a follow up. Upon review of the remote transmission, it was found that the atrial lead exhibited noise oversensing resulting in several episodes of inappropriate automatic mode switches (ams) on their pulse generator. It was noted that the noise occurred at regular intervals after p waves and was suggested to be caused by the lead rubbing against an abandoned lead. No programming changes can be made to resolve the noise issue and it was recommended to continue to monitor the patient. No intervention was performed at this time. There were no adverse consequences to the patient.